Event description:
It was reported that these versys trial heads have become loose and now fall off neck trials.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: though the provisional heads part numbers are known, the fitmore neck trial details are not available. The potential field age of the devices is approximately (B)(4) respectively. The following additional information was not available: surgical history of the provisional femoral heads, including the femoral stem system(s) with which they had been used and number of surgeries; cleaning and sterilization history of the provisional femoral heads, including number of cycles and specifications of each cycle. The exact cause for the current situation cannot be conclusively determined. Evaluation: the devices meet print specification where measured. Device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected.